Event description:
It was reported that the patient experienced ineffective therapy. As such, surgical intervention took place on (B)(6) 2024 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Exact date of explant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete event and device information. Further information was requested but not received.